Manufacturer narrative:
Concomitant product: product ID 3550-29, lot # n313965, implanted: (B)(6) 2014, product type accessory; product ID 977a260, serial # (B)(4), product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 37754, serial # unknown, product type recharger; product ID 37743, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had telemetry issues with difficulty communicating and recharging their implantable neurostimulator (ins) for a couple of months. Specifically, the patient was only able to get 2 boxes with the recharger. It was noted that the patient had gained weight and that the skin over the ins pocket area was ¿floppy.¿ in addition, the ins was not tight in the pocket and when the patient moved the ins also shifted. When the patient was standing the battery may be parallel to the skin but as the move the device did not remain flush to the surface of the skin. A review of the device statistics using the clinician programmer showed that the patient did not charge past 50%. Subsequent information reported that the patient had a pocket revision procedure on (B)(6) 2015 where it was noted that the ins was tilted in the pocket. Since the revision, the patient was able to get 8 coupling bars when recharging. Should additional information be received a supplemental report will be filed.